Event description:
It was reported that the etrak 2500p would intermittently lock up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Based on the investigation, it is suspected that the hard drive needs to be repaired or replaced. Future service call will address the hard drive. It is assumed that the hard drive fix will correct the problem. If additional information is received it will be reported.